Event description:
It was reported by dealer that the function that elevates the legrests is not working on the tdxsr-mcg power chair. This was already replaced on order (B)(4) . It was previously replaced under the recall on (B)(4) .